Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, nonunion, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Number 11 states, "wear and/or deformation of articulating surfaces." The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Implant date - (B)(6) 1993; (B)(6) 1998; (B)(6) 2000; (B)(6) 2013. Explant date - (B)(6) 2000; (B)(6) 2013; (B)(6) 2013. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient underwent an initial right total hip arthroplasty on (B)(6)1993 and initial left total hip arthroplasty on (B)(6) 1998. Subsequently, the patient's left hip was revised on (B)(6) 2000 due to cup loosening. The patient's right hip was revised on (B)(6) 2013 due to poly wear and osteolysis. Operative report noted the cup to be well-fixed during the procedure. The liner and modular head were removed and replaced. The patient's left hip was further revised on (B)(6) 2013 due to poly wear and osteolysis. The liner and modular head were removed and replaced.